Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgment occurred. The indication for the procedure was acute mi. The 100% stenosed lesion was located in a moderately tortuous and non-calcified proximal right coronary artery (rca). The lesion was predilated with another manufacturer's 2.75x15mm balloon. Thrombus was noted in the proximal to distal rca. The thrombus was aspirated with an unk aspiration catheter. A 3.5x28mm liberte' bare metal stent was implanted in the distal rca. The physician then attempted to advance the 3.0x16mm liberte' bare metal stent to the proximal rca but was unable to cross the lesion. The physician attempted to remove the stent delivery system in order to dilate the proximal pca. As the device was being withdrawn, the stent came off the balloon at the distal tip of the guide catheter in the rca. It was noted that this device had been inserted and removed several times prior to the dislodgment. The physician attempted to retrieve the dislodged stent with a snare, but was unsuccessful. While attempting to snare the dislodged stent, the guide wire lost positioning. The physician advanced the guide wire through the coronary artery, but encountered difficulty. At this time it was noted that the guide wire was inserted into "false lumen caused by dissection" in the proximal portion of the rca. The guide wire was readvanced to the true lumen and the dislodged stent was crushed with another manufacturer's 3.0x15mm balloon and the dissection was covered with a 3.0x28mm liberte' stent.